Manufacturer narrative:
Date of event was approximated to be (B)(6) 2018 as no event date was reported. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval med stiff snare was to be used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the snare loop was broken when it was retracted. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval med stiff snare was to be used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the snare loop was broken when it was retracted. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
B3: date of event date of event was approximated to be october 01, 2018 as no event date was reported. H6: problem code 1069 captures the reportable event of the snare loop broken. H10: analysis of returned device revealed that the loop was broken and blackened with evidence of burns. It is most likely that the device could have been manipulated since this failure on the loop may occur due to an excessive application of power during the cauterization process, which causes an overheating of the wire and then it breaks. Based on the information available and the analysis performed, the most probable root cause is adverse event related to procedure. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the labeled indication. The dfu states, "the output power setting selected should remain under 50 watts, yet be as low as possible for the intended purpose and it is very important that if the proper setting of the generator is not known, one should set the unit at a power setting lower than the recommended range and cautiously increase the power until the desired effect is achieved." In addition, "it is recommended that the operator not use the device with any generator setting which may output a voltage exceeding the maximum accessory voltage rating. Maximum accessory voltage rating: 3800 v peak (7600 v peak-to-peak). Active accessories should be selected that have an accessory voltage rating equal to or greater than 3800 v peak." A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/26/2018 02:13 pm CT.the report number is being corrected from: 3005099803-2018-62086 to: 3005099803-2018-61131.